Event description:
Dealer states that when the patient has the powered wheelchair in the cold the actuator motor will begin to run and will not stop until he brings it indoors and it warms up. He reports an issue with the toggle. No injury.